Manufacturer narrative:
Film evaluation summary: the CT's provided were non-contrast, so the reported distal type I endoleak cannot be confirmed. The exact cause of the reported distal type I endoleak leading to aneurysm enlargement could not be conclusively determined from the films provided. The pre-implant anatomy information, films at implant, and earlier post-implant films were not available for review and comparison. The CT's provided showed that the distal portion of the left limb within the left common iliac artery is currently not apposed to the vessel wall. It is possible that the left common iliac artery have dilated since implant due to disease progression, which may have contributed to the distal type I endoleak. Section d information references the main component of the system. Concomitant medical products: enlw1616c93e, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. The patient had been lost to follow up. It was reported that approximately four years and eight months post index procedure a CT revealed that the aneurysm sac had enlarged to 90 mm in diameter and the endurant stent graft left limb had a distal type I endoleak. Per the physician the cause of the event was due to dilatation of the left common iliac artery. No intervention was reported to have been performed. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.